Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and wrinkling (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent unspecified breast surgery with 450cc gel siltex hi-rnd on both sides. It was reported that the issue with the set of implants was a fold that appeared and a leak showing in an MRI. As a result, the patient underwent bilateral explantation and replacement with catalog number 3544375; serial number (B)(4) on the left side, and with catalog number 3544375; serial number (B)(4) on the right side on (B)(6) 2008. This report is for the patient¿s left-sided device.